Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the pt reported an incident of thigh hematoma's at their post operation visit with their surgeon. There was a report of a total of three pt with the same thigh hematoma's. The additional incidents will be referenced on ensuing reports. No further info is available at this time.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR 1526350-2015-00144 - 1. The device was manufactured around april 2006 and has no repair history at zimmer biomet surgical. An ats 1200, serial number (B)(4), was returned to zimmer biomet surgical australia for evaluation. During burn testing, the device entered the ¿batt fail¿ error state and it was also identified that the pump bracket was loose. There were no visible issues observed with the output pressure and the device did not exhibit any pressure leakage. The customer requested that no repairs be performed. The device was returned to the customer unrepaired. The associated cuff(s) were not returned for evaluation. During clinical follow-up, ¿it was stated that the surgeon, routinely prefers not to apply any protective sleeve or padding under the tourniquet cuff.¿ the size or elevation of the hematoma on the medial thigh was not known. The reported event could not be confirmed as there were no pressure or calibration issues observed with the device itself. It is likely, however, that the lack of a protective sleeve/padding beneath the cuff contributed to the reported event. Per the instructions for use, ¿zimmer does not recommend applying the cuff to the skin without limb protection. Zimmer strongly recommends the use of a limb protection sleeve.¿